Event description:
It was initially reported by the site that during a programming session of a patient, the physician was unable to turn the handheld computer on. He said it had been plugged into the wall outlet before use, so he checked all the connections, tried doing a re-set, but he could not get it to come on. Troubleshooting was performed and the hand held computer turned on briefly, but then the screen went blank. A few seconds later, it came on again and stayed on, but the stylus had to be used to tap the screen (a few times on the cross-hairs) as if a soft re-set had been performed. The date was corrected since it was incorrect. The patient's device was able to be interrogated successfully. The physician later mentioned that there had been a recent storm with a power outage. He did not know if this could have affected the handheld, but did state that the handheld had been charging during that time. He said that previously, he's turned it on, and had to "set the screen" with the stylus as if it had re-started, but this report was the first time he has had a blank screen. He has been using this handheld for quite some time, so he appeared to be familiar with it and how to operate it appropriately. The device has been returned to the manufacturer for analysis, but has yet to be completed.

Manufacturer narrative:
Manufacturer report number 1644487-2009-02397.